Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen did not respond when pressed, the keys intermittently stuck and was unable to be calibrated. During a review of the device history touchscreen errors were noted. Further testing found contamination and corrosion on the touchscreen. The probable cause was fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen did not respond and was not able to calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.